Event description:
It was reported that this right atrial (ra) lead recorded an unsuccessful right atrial automatic threshold (raat) test measurements as not recorded or suspended, with possible noise. Technical services (ts) reviewed the device data and noted intermittent atrial undersensing. Ts recommended continued monitoring,. No adverse patient effects were reported. This ra lead remains in service.